Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter cuff component replaced due to a crack in the cuff tubing hole. There were no patient complications.